Event description:
It was reported, pt underwent hip replacement on the right about 8 months ago due to osteoarthritis and has developed significant pain and obvious radiographic loosening of the right acetabular component. There is no suggestion of infection. It was elected to revise this.